Event description:
A surgeon reported that during surgery, the system could not provide enough fluid during the irrigation-aspiration phase. The space in the anterior chamber was not maintained. The event occurred about 8 times when using the device during the two wks before reporting the event. The pts did not experience any consequence.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).